Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. Device uploaded properly using care link. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No absence of occlusion alarm noted during testing. During the occlusion test, inserted a test p-cap and a water filled reservoir into the reservoir compartment. Device recognized the water filled reservoir in the reservoir compartment. Programmed and delivered a 2.0 unit fill cannula, the water exited the infusion set during the unit fill cannula delivery. The motor functioned properly during testing. No motor anomaly or prime or fill anomaly noted. Device had minor scratched display window, scratched case, broken belt clip rail, pillowing keypad overlay and cracked keypad overlay at the select button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received emergency medical assistance due to high blood glucose on (B)(6) 2019 with blood glucose of 400 mg/dl at the time of the incident. The customer was at 120 mg/dl on the morning of the call. The caller stated the customer was given intravenous insulin to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller stated the customer had highs for 2 days. The caller stated when delivering 10 units only 1 unit exited, and the pump motor sounded off too. The pump had no alarms for the 2 days the customer was high, and they suspected the pump had absence of no delivery alarms. Troubleshooting was not completed as the caller declined. The insulin pump will be returned for analysis.